Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es quality control result (hsdb result = 0.138 ng/ml vs an expected result of 0.012 ng/ml) while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the events were to recur with patient samples. Patient samples were not known to have been affected. There was no report of harm to the patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es quality control result was obtained while using the vitros eciq analyzer. An ocd field engineer performed service actions to multiple analyzer subsystems. Performance testing following service verified that the equipment was returned to expected operation. The assignable cause of the event is an instrument related issue. There is no evidence that the vitros trop I es reagent malfunctioned.